Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to erbe powered on with error c-34. The issue was not confirmed using system logs. The erbe was tested using the system, error c-34 on startup, and a review of the internal erbe log additionally showed error c00. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator was having ground pad recognition issues. The customer stated that they had already contacted their field service engineer to troubleshoot the issue. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and was advised that the procedure was completed with a backup generator. The probable cause is attributed to a faulty electrical component inside the generator.